Event description:
It was reported patient underwent total knee replacement on (B)(6) 2012. A subsequent revision was performed (B)(6) 2012 due to tibial locking bar backing out. The bearing and locking bar were removed and replaced.

Event description:
It was reported patient underwent total knee replacement on (B)(6) 2012. A subsequent revision procedure was performed (B)(6) 2012 due to the tibial locking bar backing out. The bearing and locking bar were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, number 3 states. "The locking bar used to secure the tibial plate and tibial-bearing components together must lock securely into place with an audible click at the time of implantation. Disassociation of the locking bar from the modular tibial plate component has been reported. Inadequate seating of the locking bar can cause disassociation of the locking bar from the tibial plate component, requiring revision surgery." This report is number 2 of 2 mdrs filed for this event (reference 1825034-2012-02573 / 02574).

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. The most likely cause of the event is the that locking bar was installed incorrectly. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." The surgical technique states, "the locking bar must be tight upon insertion and should be too tight to insert completely with finger pressure only." And "a visual and audible confirmation should be made to ensure complete locking bar insertion." Corrected data: date of event, event description, date explanted. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02573-1 / 02574-1).